Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an left ventricular (lv) lead implant procedure the lead exhibited high/unstable thresholds and dislodged multiple times. The lead had become too flexible to place. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.